Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that, patient experienced an issue with one infusion set, specifically, cannula was split in half while in use. The infusion set was inserted in the abdomen. The patient's blood glucose (bg) was high, but the specific value is unknown. The patient took a correction injection via mdi (multiple daily injections) to address the high bg. The infusion set was in use for 12 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.